Event description:
Falsely elevated troponin I results were obtained on four patient samples. The results were reported to the physicians. The original samples were retested and negative results were obtained. Two patients were treated and one was admitted to the hospital, but there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was crimped washprobe 1 tubing.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was crimped wash probe 1 tubing. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.